Event description:
Related manufacturer report number: 2017865-2022-21857 and 2017865-2022-21860. During an in clinic follow-up, pocket erosion was observed. Diagnostic imaging was performed and the device was observed to have turned in the pocket. The event was resolved by explanting the device along with the right ventricular and right atrial leads for possible infection. The pocket was then cleaned and the patient was treated with a life vest until an implant procedure can be performed. No further intervention was performed. The patient was in stable condition before, during and after the procedure. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.